Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that unexpected resets occurred intermittently. Customer¿s blood glucose level was 120 mg/dl. Customer successfully resumed insulin delivery. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.